Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the cutter was not working during vitrectomy/retinal surgery. On review of the cutter under the microscope the cutting was not opening. There was a patient involvement. The procedure was completed by opening of another cassette for the cutter. There was no report of patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the port of the smashed. No functional testing could be performed due to the probe port smashed condition. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. Orange/brownish foreign material observed on the bevel of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was not able the confirm the reported cutting was not opening due to the probe port smashed condition. Because the sample was returned open, how and when the probe port became smashed cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported cutting was not open was unable to confirm and exact root cause for the smashed probe port could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).